Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose over 500 mg/dl and moderate ketones after an infusion set change while using the ilet, with subsequent disconnection from the pump and administration of a 10-unit subcutaneous insulin injection by a caregiver; the user later changed all infusion supplies and resumed therapy using a contact detach set, after which ketones resolved. Symptoms included nausea and ketonemia. Outcomes included temporary interruption of pump therapy and use of back-up subcutaneous insulin while following a ketone action plan in consultation with a healthcare provider, with resolution of ketones and return to school. Investigation included review of the reported event and user troubleshooting with infusion set replacement. Investigation of this case revealed unclear cause of hyperglycemia and possible infusion site or absorption issue, as no kink or leak was identified and glycemia improved after switching to a contact detach set. It was concluded that the event involved hyperglycemia of unclear cause with suspected infusion site or absorption contribution, with recovery after set change and back-up insulin therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.